Manufacturer narrative:
Unexpected reset was verified. Screen on issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. Additionally, it was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.